Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: underweight, red particles and an opening on the posterior side. A visual and microscopic analysis was performed which identified sharp opening and wear abrasion. A dimension measurement in the shell was performed which identified the thickness within specification. Based on the device analysis the final assessment is: a sharp opening on the posterior side due to a surgical impact opening.

Event description:
Healthcare professional reported left side rupture and capsular contracture baker grade ii. The device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Reason for reoperation due to rupture and capsular contracture baker grade ii. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported left side rupture and capsular contracture baker grade ii. The device has been explanted.